Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with injection of fortum (1 gram, two times a day) and injection of amikacin (500 milligram, once a day) for the event. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information : it was reported that the patient was hospitalized for five days and was recovered from the event. Meropenem injection and amikacin injection were administered for 14 days. Should additional relevant information become available, a supplemental report will be submitted.